Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 48 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The auto mode on the insulin pump was/was not active and was not automatically adjusting insulin delivery during the event. The customer was treated with food. Insulin pump will not be returned for analysis.